Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: 262 rev. 2, product ID: bi71000424, serial/lot #: (B)(6) rev. D, product ID: bi71000896r, serial/lot #: (B)(6) rev. F medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the unit terminated a spin early at the end of a case. No known impact to patient outcome. There was no surgical delay. No further information possible at time of call.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: unknown, product ID: bi71000171, serial/lot #: unknown , product ID: bi71000920, serial/lot #: unknown, product ID: bi71000913, serial/lot #: unknown, product ID: bi71000222, serial/lot #: unknown, product ID: bi71000907, serial/lot #: unknown, product ID: bi71000424, serial/lot #: unknown, product ID: bi71000167, serial/lot #: unknown  h3) a manufacture representative went to the site to test the imaging system. The umbilical cable on the mobile view station (mvs) and rear break out box on the image acquisition system (ias) were replaced. The field representative found that when attempting to execute a fluoroscopy exposure, the mvs produced an image that was fully static or "snow" like across entire screen. An error populated stating "image frame rates are below recommended levels" began troubleshooting with level 5's. The mvs computer was then replaced and the system performed as intended.  Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to products in d10: products bi71000171, bi71000913, bi71000920, bi71000222, and bi71000180r are no longer relevant to the complaint. H3, h6: product bi71000167, lot number: 262 rev. 2 was received by the manufacturer for analysis and no failure was found. C19 and d14 are applicable. Previously reported code b01 is applicable. Product bi71000896r, lot number: 2153636 rev. F was received by the manufacturer for analysis and no failure was found. C19 and d14 are applicable. Previously reported code b01 is applicable. Product ID bi71000424, lot number: 89493 rev. D was received by the manufacturer for analysis. Visual inspection showed normal wear with connections but the latch that holds the umbilical cable in place was missing. Assembly passed continuity testing. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.